Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there has been recharging issues where it requires pt to reposition the recharging antenna. Pt said she charges every day and the reposition antenna would occur about once a week. Pt said she had a fall 3 weeks ago and since the fall the recharging issue seems to be every day. Pt said it seems like the ins went deeper in her body. Technical services (ts) reviewed if ins is tilted that would cause recharging issues.  Rep met the pt at the dr office for troubleshooting the recharging issues but the pt did not bring the recharger to the appointment so ts was unable to troubleshoot.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported pt was shipped out a new charging paddle and no more problems after that. Patient no longer having charging problems once new paddle was sent out.